Event description:
A surgeon reported a hyperopic patient that was overcorrected following a custom refractive procedure. Patient records indicated this patient was treated for a monovision outcome. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2007-00236. The targeted sphere for the left eye was plano. At 7 weeks post-op, the left eye was overcorrected by -1.00 diopter from the planned outcome. Bcva remained the same as pre-op, 20/20, and the ucva showed improvement.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance report was conducted on this system. The analysis indicated the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. However, in this case, no specific non-product factors were identified that may have contributed to the outcome. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported overcorrection. However, the non-product related factors, individual patient response and healing characteristics, may have been contributors.